Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray confirmed the right atrial (ra) lead had dislodged and "was sitting on the floor of the right atrium" post operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.